Manufacturer narrative:
Failure event observed during analysis. Final analysis found the root cause of the reported observation was due to the excess silicone adhesive that is preventing the lead to be fully inserted.

Event description:
It was reported that during an implant procedure, the physician was unable to fully insert the lead into the ipg header resulting in high impedances. The issue was resolved with a replacement ipg.